Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty charging the pump. The customer's blood glucose level was not impacted. The pump was confirmed to be charging successfully at the time of the report. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.